Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00904. It was reported that when the patient presented in emergency room, auto mode switch due to noise was observed. The noise was noted on both atrial and right ventricular leads. Isometric testing and pocket stimulation could not reproduce the noise. The patient is not dependent. The patient was stable throughout and being monitored.